Event description:
Patient reported "exchange from textured to smooth due to the patients concerns with the product". Later, healthcare professional reported "ruptured". Later, healthcare professional reported "ptosis and asymmetry". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.